Event description:
Rt was checking ventilator in supply room; when plugging in the o2 line heard a hissing sound that appeared to be a leak. Biomed evaluated and determined o2 regulator leak. Replaced o2 regulator and recalibrated fio2, completed operational verification; performing as appropriate and put back in service.